Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an oozing, itchy rash under the lifevest equipment. Patient reported an allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient confirmed that they had an appointment with their physician but there is no indication that the patient received medical intervention. Outcome of the irritation is unknown.